Manufacturer narrative:
Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, all tamper seal were intact. Functional testing duplicated the reported complaint. Latch lock was stripped, and lens were scratched. The root cause was found to be cassette lock assembly and damaged lens. Latch lock and lens were replaced.

Event description:
It was reported that the cassette lock and lens damaged during testing. No patient injury reported.